Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed broken force sensor detected. The device was not exposed to a magnetic field. Customer is unable to rewind the insulin pump. Blood glucose value is unknown. Customer was advised to discontinue the use of the device. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error and a pump error 35 was present in the history and trace files due to corrosion on the force sensor. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement or self test due to critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, damaged keypad overlay texture, a cracked case on the battery tube area, cracked battery tube threads, a peeling serial number label, a peeling end cap address label, a cracked retainer and a corroded battery tube. The pump was received with moisture damage on all electronic assemblies and motor assembly.